Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer also reported that the performed self test and the test did not passed. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Software error found in the device history due to software error. Hardware low level failures error alarmed during self test and device trace download confirmed hardware low level failures error due to broken trace at on keypad assembly.